Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the device leaked from the attached yellow cap of the kit. A new device was opened to complete the procedure.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The complaint was confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.